Event description:
It was reported that the caster on the navigation system cart broke off when it was being moved after a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that the caster on the navigation system cart broke off when it was being moved after a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.